Event description:
It was reported that both cadd legacy pumps displayed alarm -no disposable clamp tubing- with cassette lot 4227746, expiration 11/25/2026. Patient switched to new cassette, pump started infusing without any issue. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.